Event description:
The patient was implanted with a smooth saline-filled mammary prosthesis on 1/24/97. Subsequently, the patient experienced an infection and exposure of the device. The device was removed on 5/15/98.